Event description:
It was reported that the cord was causing the drill to run with the safety on. A backup cord was available. Which worked fine on the same drill. This was noticed during testing. No pt involvement.

Manufacturer narrative:
The cord has yet to be received by the MFR. A follow up report will be filed once the product eval has been completed.